Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring placement of a chest tube and hospitalization. Two lesions were biopsied. Lesion #1 was 2.3cm in size and lesion #2 was 0.6cm in size; both lesions were located in the right upper lobe. Imaging modalities used included c-arm fluoroscopy and radial ebus. The diagnosis obtained from pathology for lesion #1 was adenocarcinoma (malignant) and for lesion #2 non-diagnostic. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.